Event description:
It was reported that an asymptomatic patient presented in clinic for routine check. Upon interrogation the lead was found to be dislodged which was confirmed on x-ray. During the procedure the helix would not rotate. The lead was explanted and replaced on (B)(6) 2018. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.